Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a communication was received that the endotrach tube was difficult to use and the textured exterior caused vocal fold trauma. This was a retrospective summary of past experience and not specific to an event.